Manufacturer narrative:
(B)(4).

Event description:
Complaint description: at the time the doctor was performing the procedure, the dilator bent the guide wire and prevented the passage of the catheter. The dilator is not stiff and easily bends. It was necessary to use another catheter.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
At the time the doctor was performing the procedure, the dilator bent the guide wire and prevented the passage of the catheter. The dilator is not stiff and easily bends. It was necessary to use another catheter.